Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: 00928971 case subject: npi 8100 failing rate calibration account name: freedom medical account #: 1021264 asset name: 8100 pump module v9.33.0 asset location: contact: austin northgraves contact email: anorthgraves@dublin.com contact phone: 614-869-6375 contact mobile: patient or user involvement: no patient or user harm: no case description: biomed has an 8100 module failing rate calibration during pm. Sn: (B)(4). Failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: recommended to replace mechanism assembly. Biomed will conduct repair and call back if further assistance is needed.